Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the mobile system within 10 minutes: 500 mg/dl and 200 mg/dl. The lot number of the test cassette was not provided. No adverse event was reported. The test cassette is no longer available, therefore no product could be requested to be returned for product evaluation.